Event description:
Rptr noted scleral burn occurred during procedure. Heard occlusion tone when aspirating; felt handpiece wasn't working right. Changed handpiece to compelte case. Sutured wound to close. Pt has post-op astigmatism and corneal straie.